Manufacturer narrative:
Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 142094, model/catalog description: phase iii linear lead - 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively.